Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a temperature high alarm that self-resolved. The alarm occurred when the patient was returning from ambulation and plugging aic back into outlet. No patient harm has been reported.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient did not lose support at any time despite the alarm. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the console (aic) battery failure alarm has been completed. Data logs were reviewed which revealed the ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc. Battery and power data embedded in ltlogs do not show any temperature rise or elevated battery temperatures, as ltlog data is recorded every 60s. The console was returned for evaluation. Upon functional testing, the batteries and power management system on ic8539 were tested, and no issues were observed. The root cause of the battery temp high alarm was likely due to a momentary communication glitch between the batteries and the pbm, where a single sample from battery data (in this case value of battery temperature) was corrupt. B5-mso review.